Event description:
It was reported that the customer was hospitalized due to high blood glucose of 356 mg/dl. It was stated that the customer had low blood glucose of 38 mg/dl the day before and gave a glucagon shot. The customer since then his glucose level went up. It was stated that the customer starting throwing up until he was hospitalized. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.